Event description:
Clinical rationale: an impella5.5 was surgically implanted via the right axillary/subclavian artery in a 74-year-old male patient with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage d shock. During ongoing mechanical circulatory support, the clinical team reported that the patient experienced a brain bleed, characterized as a hemorrhagic stroke. A second event of hematuria was also documented later the same day, with no associated suction alarms from the impella5.5. The patient¿s overall course resulted in withdrawal of care, and the patient ultimately expired during unit support. The hemorrhagic stroke occurred during support; however, no evidence has been presented to demonstrate a device related malfunction. Hemorrhagic stroke is a known clinical risk in critically ill patients with cardiogenic shock and is often multifactorial, involving patient comorbidities, anticoagulation status, and overall hemodynamic instability. The subsequent hematuria also showed no indicators of device malfunction. As the impella5.5 remained functional and no device issues were reported, the event appears more consistent with patient specific and clinical factors rather than a device related cause. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to cause of death and is more likely due to the patient¿s declining clinical condition. Death is also known risk associated with impella 5.5 per the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.